Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead exhibited high pacing lead impedance and high capture threshold. The patient was scheduled for a lead revision and will continue to be monitored.